Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker dependent patient called the clinic after experiencing phrenic nerve stimulation for one month. Phrenic nerve stimulation was reproducible during in-clinic testing. All electrical parameters of the lead were stable. Patient's condition was good. Physician decided not to take any action for the moment.